Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly, hardware low level alarm, and failed battery test alarm. The device passed troubleshooting during the call. It was also reported that the customer had a low blood glucose level below 40 mg/dl and around 40 mg/dl previous to the call, however, no specific dates were mentioned by the customer. The customer treated the low with glucose/carb intake. Details regarding symptoms of their low blood glucose levels were not provided and troubleshooting was declined for the low levels by the customer. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The device will not be returned for analysis.